Event description:
Same case as MDR ID: 2134265-2013-09394, 2134265-2013-09395 and 2134265-2013-09407. (B)(6) clinical study. It was reported that coronary atherosclerotic heart disease was experienced and restenosis occurred. On (B)(6) 2013, identified the patients's qualifying condition was stable angina and the patient was referred for cardiac catheterization. The target lesion 1 was located in the proximal left anterior descending (lad) extending into the mid lad with 99 % stenosis, a length of 17.0 mm, and a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation, placement of 3.00 x 20 mm and 3.00 x 20 mm study stents, with 0% residual stenosis. The target lesion 2 was located in the 1st diagonal with 99% stenosis, a length of 23 mm, and a reference vessel diameter of 2.50 mm. The target lesion 2 was treated with pre-dilatation, placement of a 2.50 x 24 mm study stent, with 0% residual stenosis. The patient was discharged on the same day on aspirin and clopidogrel. In (B)(6) 2013, a 3.5x24mm promus element stent was placed in the proximal lad. On(B)(6) 2013, the patient was hospitalized and was treated with medication. 1 day after, the site reported an event of coronary atherosclerotic heart disease and the patient underwent angiography. 6 days after, the patient underwent coronary artery bypass graft (CABG) to the proximal lad and also to 1st diagonal. Proximal lad was previously treated with 3.00 x 20 mm and 3.00 x 20 mm study stents on (B)(6) 2013 and 3.5x24mm promus element drug-eluting stent on (B)(6) 2013. 1st diagonal was treated with a 2.50x24 mm study stent on (B)(6) 2013. 14 days post-surgery, the patient recovered and the event resolved and the patient was discharged.

Manufacturer narrative:
Complainant name: the affiliated hospital of (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).